Manufacturer narrative:
No button error alarm during testing; however, unit had intermittent up button response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer also reported that buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.